Event description:
It was reported that stent dislodgement occurred. The 60% stenosed, 15x3.0mm target lesion was located in a moderately calcified and mildly tortuous obtuse marginal (om) artery. Predilation was performed using an unspecified catheter balloon. A 20 x 2.75mm taxus liberté drug-eluting stent was selected to treat the target lesion. The stent passed the left circumflex (lcx) into the om, the stent dislodged. The physician used the capturer to retrieve the dislodged stent but it failed. So, the dislodged stent was retained inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).